Event description:
It was reported that the left ventricular lead dislodged. When the lead was explanted, an insulation abrasion was noted. The lead was explanted and replaced.

Manufacturer narrative:
(B)(6). Final analysis found distal abrasion between 80.0 and 82.3 cm from the connector pin.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.